Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse discovered that the cannula latch was jammed by a screw that had fallen into the mechanism. Fse searched each set up joint (suj) and universal surgical manipulator (usm) for missing screws but was unable to find any missing from covers, etc. Upon discovering screw and removing it the cannula latch worked without issue. However, fse is unsure if the screw came from within the cannula latch. Out of an abundance of caution, fse elected to replace the usm to be safe. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The usm was analyzed. The cannula was opened but could not find any screws or missing screws. During investigation, it was noticed that a screw was missing from the link 3 cover. Unit was tested on an in-house system in normal mode where it triggered no errors. Unit was also tested on a pftp where it passed all required tests. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the customer contacted intuitive technical support engineer (tse) and reported that the staff was unable to connect a cannula to universal surgical manipulator (usm) 3. The surgeon reported the staff were not able to fully depress the usm lever to install the cannula onto the usm. The surgeon had tried to undock the drape, but the surgeon was still not able to dock a cannula to the arm. The staff was proceeding with the procedure as a three-arm procedure. The staff was requesting the field service engineer (fse) to follow up to resolve the issue. The procedure was completed as planned with no reported injury.